Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient's sensor wire was missing. The sensor insertion was at the abdomen on the 2015. There was no report any injury or medical intervention. No additional even or patient information is available.